Manufacturer narrative:
The pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor, battery tube and force sensor during visual inspection. No moisture damage found on the keypad assembly. No crack was found on the pump display noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had crack on the display side. No harm requiring medical intervention was reported. The device will be returned for analysis.